Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all operational specifications. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. However, during evaluation, it was noted that the cover was cracked. It was determined that this was due to mishandling (user error) by dropping or hitting the device against something. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure of the spine, it was observed that motor device and console device received an e8 error message when the devices where being used together. It was reported that there was a five minute delay due to the event and unspecified spare devices were available to successfully complete the procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.